Event description:
It was reported that after direct stenting of the 2.25 x 28 mini vision stent in the mildly tortuous, mid right coronary artery, a dissection was identified in the distal end of the mini vision stent. A second mini vision was implanted to successfully seal the dissection. There was no adverse patient sequela. The patient was discharged home two days post procedure per hospital protocol. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation device: boston scientific. Guide catheter: ebu. The stent remains in the patient. There was no reported product deficiency. The reported dissection is a known adverse event listed in the mini vision instructions for use (IFU). It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG (coronary artery bypass graft), further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the mini vision stent. It should be noted the IFU states: pre-dilate the lesion with a ptca (percutaneous transluminal coronary angioplasty) catheter.